Event description:
It was reported the patient presented remotely via merlin net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise and the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. The rv lead was capped and replaced on (B)(6) 2024 and the ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of under sensing was confirmed through the device image but could not be recreated in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. The device was functioning as programmed and the event was determined not to be a result of device malfunction. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates the implantable cardioverter defibrillator (ICD) exhibited undersensing.